Event description:
Reporter indicated that the site was having problems with the serial cable for their handheld computer. Per the reporter, the "black interconnect" seems to be far too sensitive to position and produces a number of failed interrogations. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.